Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes gel smearing was seen in approximately 119 tubes and this led to erroneous results. They did not recollect patients. The lab aliquoted plasma to an insert cup, parafilmed it in the tube, and recentrifuged. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and shows a specimen in the tube; however, the photo does not show gel particles in the serum of the specimen. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel in the plasma. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown) no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes gel smearing was seen in approximately 119 tubes and this led to erroneous results. They did not recollect patients. The lab aliquoted plasma to an insert cup, parafilmed it in the tube, and recentrifuged. No adverse impact was reported regarding the patient or user.